Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer went to swimming with insulin pump and pump started alarming. Customer stated insulin pump was beeping and had no display. Customer stated that insulin pump had cracked on reservoir compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test and self test. Active current measurement within specifications. No unexpected blank display anomaly noted. However device received with high sleep current measurement due to moisture damage on electrical board 2 40 pin lcd connector. Device received with moisture damage on stack electronics, motor, vibrator motor and battery tube assembly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. Format history file analysis confirmed pump error 63 (variable 0c). Based on history, this is processor watch dog failure (suspecting hw). The history was download successfully using thus software. Device history file confirmed pump error 63 alarm on (B)(6) 2021 at 15:08:03. Device received with cracked retainer, cracked battery tube threads and cracked case at battery tube side. The device p-cap / test reservoir locks in place properly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.